Manufacturer narrative:
H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection of the photographs identified holes in the bottom web (back) of the pouches (thirteen) with the caps outside the pouch. There was loose material beside the pouches which appeared to be pieces of the bottom web material. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile individual packaging of an unspecified quantity of minicaps were damaged; further described as ¿a tear aluminum foil¿ was observed inside the carton. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date of august 2022. Should additional relevant information become available, a supplemental report will be submitted.